Event description:
On july 1, 2024, the lay user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio flex meter did not work. The complaint was classified based on the customer care agent (cca) documentation during the initial call. The patient reported that the subject meter has not been working since she got it at an unspecified time and date. The patient was not able to specify what the issue was with the subject meter, however they claimed they used 14 or 15 test strips and stated that none of them worked. The patient claimed that on (B)(6) 2024, at 8:30 am, they tried to test with the subject meter, the meter did not work and the patient ¿passed out¿. The patient woke up on the floor, unsure whether they had a seizure and called the ambulance. When the emergency medical technician¿s (emt¿s) arrived, they tried performing a test on the subject meter, but the meter did not work. Another test was performed on the emt meter and a reading of ¿557 mg/dl¿ was obtained. The patient was brought to the hospital where they were treated with 15 mg of insulin and provided with food and drink. An ultrasound was also done because the patient had fallen. The patient had to stay overnight because their sugar was so high. The patient informed the cca that they usually manage their diabetes with a self-adjusting dose of insulin (lantus and humalog). During troubleshooting, the cca confirmed that the patient¿s test strips had been stored correctly, were within expiry date, however the cca noted that the test strip vial was damaged. Replacement products were sent to the patient. This complaint is being reported because the patient claims that they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began and the patient reportedly received health care professional (hcp) treatment for an acute high blood glucose excursion.